Event description:
During ptca procedure with stent placement for stenosis of an obtuse marginal saphenous vein graft, deployment of the 4.5 x 18mm ultra stent at 12 atm, produced a perforation in the stented segment. The pt became hypotensive and required pressor support medication. Three jomed stents in tandem were deployed to seal the perforation. Echocardiography suggested a left atrium hematoma and the pt was referred to surgery for emergent bypass procedure. Pt experienced post-operative complications requiring a bypass redo. The pt was discharged 9 days post-op. The ultra stent was not saved.